Event description:
During procedure, it was reported the guidewire could not be inserted into the catheter due to resistance. No patient injury reported.

Manufacturer narrative:
The catheter and guidewire have been evaluated. The evaluation showed that the guidewire broke into two segments (due to tension overload) inside the catheter lumen and one of the segments punctured the catheter lumen at 1.6 cm from the distal tip. Catheter lumen. (B)(4).